Event description:
Medtronic received information that six years and three months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a surgical valve. The reason for the explant and replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.